Event description:
Pt had l. Cath placed for infusion of tpn & antibiotic therapy. Cath somehow slipped from placement w/in vital port but still under skin. Tpn infused completely under skin causing large, reddened area on chest wall. Tpn & antibiotic therapy stopped, required removal of implanted port.